Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-45 lead, implanted (B)(6) 2004; 694965 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited small r waves with variable amplitude. The lead remains in use. No patient complications have been reported as a result of this event.